Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During maintenance of a heart lung console, a screw of a motherboard fell out. There were no reported consequences to the patient as a result of this event.